Event description:
Additional information was received from the (B)(4) registry stating: admitted overnight with cardiogenic shock that has responded well to dobutamine. Her pump parameters are consistent with thrombosis and ldh is elevated. Location is either in pump or outflow graft. Cardiogenic shock secondary to lvad thrombosis. Initially stabilized with dobutamine and ne, was escalated to percutaneous ECMO support which was then complicated by worsening hypotension from vasodilatory shock. Given worsening hemodynamics, care was withdrawn with family consent.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen at an outside hospital for back pain and was found to be hypertensive with a mean arterial pressure of 100 mmhg. The patient was transferred to the implanting center at an unspecified later date in cardiogenic shock. The patient had experienced five days with initially high pump powers and a low pulsatility index; therefore the treating physicians suspected the patient had a smoldering thrombosis that contributed to an initial acute kidney injury, with the development of worsening pump function and eventually shock as she stopped making urine. A 2d echocardiogram noted dilated right and left ventricles. The patient required multiple vasopressors, intubation and mechanical ventilation, veno-arterial extracorporeal membrane oxygenation (v-a ECMO), and continuous veno-venous hemodialysis. The patient was also anemic, reported as likely hemolytic from lvad dysfunction with a possible bleeding component after ECMO was placed, in addition to a bleeding coagulopathy which was likely a combination of consumption from clot and liver dysfunction related to shock liver. She received packed red blood cells, fresh frozen plasma, cryoprecipitate and platelets. Over the course of her admission, the patient was in cardiogenic shock requiring multiple vasopressors with severely elevated lactate dehydrogenase levels, bleeding coagulopathy (internationalized ratio at admission of 12-13), dilated right and left ventricles, respiratory failure with severe acidemia and lactic acidosis, shock liver and renal failure. She was initially stabilized with dobutamine and norepinephrine but escalated to ECMO support. Her status was complicated with worsening hypotension from vasodilatory shock. Given her worsening hemodynamics, the patient was too sick to undergo a pump exchange. The patient reportedly had cardiogenic shock resulting in multisystem organ failure likely related to lvad thrombosis. The patient¿s family elected to withdraw care and she expired on (B)(6) 2015. An autopsy was declined by the patient¿s family.

Manufacturer narrative:
(B)(4). It was reported that the pump would not be returning for evaluation as the pump was not explanted and an autopsy was not performed. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
(B)(4). A full evaluation of the device could not be conducted and a root cause for the reported event could not be determined because the pump was not returned to the manufacturer for evaluation and no autopsy was performed. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.